Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not reopen while applied to tissue. It is not known how the device was removed from the tissue. There was no tissue damage or unanticipated bleeding. Another device was opened and used to complete the procedure. There was no harm to the patient.